Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The stent delivery system was returned for analysis. A visual examination of the stent found that on distal stent rows 16, 17 and 18, stent struts were lifted and pulled distally. The undamaged section of the crimped stent od (outer diameter) was measured and the result was within the maximum crimped stent profile measurement. Stent damage most likely occurred due to interaction between the already placed stent and the synergy stent. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed signs of slight damage on the distal edges of the tip. This type of damage most likely occurred when the tip was pushed against a restriction. A visual and tactile examination found no kinks along the hypotube shaft. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending (lad) artery. A 3.50 x 48mm synergy drug-eluting stent was advanced but encountered difficulty crossing the stent that was previously implanted two years ago in the ostium part of the lesion. As the device attempted to cross several times, it was noted that the middle stent strut was damaged. A guidezilla guide extension catheter was then advanced into the lad and another of the same stent was advanced to the lesion. The stent expanded very well and the procedure was completed. No patient complications were reported and the patient's status was stable.